Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2013-02186, 1225714-2013-02187.

Manufacturer narrative:
Initial info alleged that the pt experienced an event and expired on the same date ("initial date"). Additional info received alleged that approximately seven months before the initial date and seven weeks before the initial date the pt experienced cardiac events and then expired, which was caused by exposure to the product administered during dialysis treatment. Additional inf has been requested to clarify the number and date of the event(s) and will be submitted upon receipt accordingly. This is one event for the same pt involving two separate products; associated manufacturer report numbers: 1225714-2013-02186, 1225714-2013-02187.